Manufacturer narrative:
D03: during a da vinci-assisted inguinal hernia procedure, the permanent cautery spatula instrument smoked, and there was conductor wire damage with no evidence or claim of user mishandling or misuse. It was also reported that the patient allegedly sustained a burn injury secondary to energy through the instrument insulation. The severity of the burn is unknown and the surgeon did not administer any medical intervention to address the burn. A review of the information available for this event suggests that the patient sustained an unintended burn to tissue as a result of a product problem. Although the severity of the burn injury is unknown and there was no report of any medical intervention rendered as a result, this event is being updated as a reportable adverse event and product problem as opposed to only a product problem.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have thermal damage on the monopolar yaw pulley, likely caused by the damaged insulation on the conductor wire. The ear of the distal clevis was cut to inspect the cause of alleged arcing. The instrument conductor wire was broken at the weld but did not appear to be the cause of the thermal damage. The instrument failed the electrical continuity test. It was observed that a majority of the thermal damage is the outer surface of the yaw pulley (that was in contact with the bare conductor wire) and not surrounding the weld location. It is not clear what caused the conductor wire insulation to be compromised, but it appeared to have been pinched between the conductor cap and yaw pulley due to overloading at the tip. Additionally, the instrument was found with thermal damage on the proximal clevis. This failure is most commonly caused be mishandling/misuse, such as energy instrument collisions. This complaint is being classified as a reportable event due to the following conclusion. During a da vinci-assisted inguinal hernia procedure, the permanent cautery spatula instrument smoked, and failure analysis confirmed conductor wire damage with no evidence or claim of user mishandling misuse. It was also reported that the patient allegedly sustained a burn injury secondary to energy through the instrument insulation. The severity of the burn is unknown and the surgeon did not administer any medical intervention to address the burn.

Event description:
It was reported that post da vinci-assisted inguinal hernia procedure, it was noticed that there was smoke and ¿energy seen coming through¿ the insulated part of the permanent cautery spatula instrument on (B)(6) 2019, an or nurse had provided the following information: it was stated that while the surgeon was actively burning the peritoneum with the tip of the permanent cautery spatula instrument. The insulation on the instrument cable was missing and the instrument was smoking. As a result, it had burned behind the peritoneum flap, and that part was not intended to be burned. However, the surgeon did not consider that to be an issue and continued with the procedure with the same instrument. There was no kind of medical intervention administered to the patient to resolve the burn on the peritoneal flap. The nurse confirmed the following: there was no collision of the instruments, no change in the esu settings, the monopolar instrument cord was plugged in to the monopolar outlet, and there was no fragment that fell inside the patient. The patient is reported doing well.